Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient had an MRI on (B)(6) 2025 at an outside facility and when they interrogated the pump today, they got 3 alerts. The healthcare provider stated the motor stall occurred the day of the MRI as well as pump motor stall recovery exceeded 48 hours and a third alert with motor stall recovery today. The healthcare provider was able to withdraw the amount of medication as if the pump had been working fine the entire time. The agent explained telemetry mode and reviewed the patient was getting the programmed dose. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.